Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 5/11/2015 and evaluated by lifescan product analysis on 5/20/2015 and 5/21/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 08:00 am on (B)(6) 2015, she obtained a result of ¿158 mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿73 mg/dl¿ obtained on a onetouch ultramini meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with ¿saraxgra, glimiperide, victoza, metformin and insulin¿ and increased the dose of her glimiperide and insulin in response to the alleged issue. The patient claimed that ¿for one week¿ after the product issue occurred she developed symptoms of ¿nausea and vomiting¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged inaccuracy was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.